Manufacturer narrative:
Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, xl, 36/+7, taper 12/14 on (B)(6) 2016. It was also reported that the patient had pain after the surgery. No further information available.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: medical : pain review of event description: it was reported that a patient underwent revision surgery on (B)(6) 2016 and was implanted with a biolox option head. Subsequently the patient experiences continued shooting pain in the right thigh while walking and needs a cane. This is a split case with zimmer inc., warsaw cmp-0316211 for the femoral component (0001822565 - 2017 - 06250) and the cup (0001822565-2017-08733) and the liner (0001822565-2017-08734) . The revision surgery is covered in cmp-034672. The reason for the revision surgery were shooting pains in the leg, weakness, mobility, trouble balancing, unsteadiness with lateral movement, elevated levels of chromium and cobalt, and metallosis. Patient experienced muscle loss during the revision surgery due to metallosis. Review of received data: the report from the revision surgery on dec 22, 2016 has been received. One intraoperative picture is included. During this procedure surgeon removed and replaced femoral head and poly liner. It is mentioned, that the taper showed some corrosion, which has been removed. The intraoperative picture shows some muscle loss. There were no intraoperative complications noted. The hip range of motion and the stability were found to be satisfactory. -patient letter: a letter from the patient's wife has been received on august 08, 2017. She explains that her husband is experiencing shooting pains down the right thigh and was diagnosed to continue doing so. Moreover, he will continue to walk slowly and with a cane outside the house. Moreover it is described, that her husband underwent physical therapy after the revision surgery but even after the completion of the rehabilitation program he continued to need the cane and when walking he needs to stop and massage his tight because of shooting pains. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the device are still in vivo. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Cause analysis pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in rmw. Conclusion summary: it is reported that a patient underwent revision surgery on december 22, 2016 and was implanted with a biolox option head. The patient continues to exeprience pain. The reasons for the revision surgery on december 22, 2016 were shooting pains in the leg, weakness, mobility, trouble balancing, unsteadiness with lateral movement, elevated levels of chromium and cobalt, and metallosis. Patient experienced muscle loss during the revision surgery due to metallosis (see cmp-034672). As the symptoms have been present prior to the implantation of the biolox head, it seems unlikely that this implant contributed to the event. Moreover, the review of the DHR indicates that the head met all requirements to perform as intended. However, based on the available information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).